Event description:
The consumer reported that the patient went through the security gate at the (B)(6) on (B)(6) 2016 and since then they had some symptom return. The patient was nauseous, was not feeling good in general, and felt sick. This was due to a gradual change in therapy or symptoms. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.